Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) greater than 590 mg/dl, and diabetic ketoacidosis. Reportedly, the customer had not been using the pump for two years, and once the customer resumed using the pump, bg could not be lowered. Customer went to the emergency room and was ultimately admitted to the hospital. Customer was treated with insulin drip and bg improved to 300 mg/dl. Customer was discharged from the hospital on (B)(6) 2018.